Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The service technician found the grey removable filter was not correctly installed on the device. The device's grey removable filter was re-installed on the device to address the issue. Additional findings not related to the malfunction/issue the rubber feet missing on the device. The rubber feet were replaced to address this issue. After re-installing the part and replacing the part, the device was tested again and passed all testing.